Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in planned treatment procedure when the issue occurred, and the procedure was completed as planned by using wired footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the problem with wireless footswitch. Upon troubleshooting, fse observed that the wi-fi (led) indicator was red and battery indicator of wireless footswitch was green. Fse concluded that there was bad connection inside the footswitch and pcb connector. After correcting the connection, the system was in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the wifi and the battery indicators were illuminated red. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.